Manufacturer narrative:
The investigation by ge healthcare has been completed and concluded that the root cause of the event was inadequate patient screening. The 1.5 t mr scanner operator manual states that the use of your mr system is contraindicated (i.e., not advised) for patient and mr workers with intracranial aneurysm clips. The systems log and preventative maintenance records were reviewed and no configuration conflicts were identified. No further actions are planned at this time.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
(B)(4).